Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain: abdominal pain"), drug dependence ("addicted to vicodin to alleviate the pain") and rectal haemorrhage ("rectal bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera and microgestin; for depression: fluoxetine. Concomitant products included vicodin for pain as well as hydrocodone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting, no real periods/abnormal bleeding (vaginal)"), abdominal distension ("abdominal bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation") and rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced drug dependence (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), pain in extremity ("pain: left leg pain") and back pain ("low back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, drug dependence, vaginal haemorrhage, abdominal distension, menorrhagia, dysmenorrhoea, dyspareunia, pain in extremity, back pain, fatigue, constipation and rectal haemorrhage had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, constipation, drug dependence, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pain in extremity, rectal haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: after essure removal, she had not recovered from the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion low back pain and abdominal pain/bloating: pain intensity: 7/10. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter information, patient demographic data, historical medication and lab data were added. Essure removal date was updated. Event: ¿severe physical injuries¿ was replaced by specific events: spotting, no real periods, abnormal bleeding (vaginal, menorrhagia); addicted to vicodin to alleviate the pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: abdominal, fatigue, constipation, rectal bleeding, abdominal bloating, low back pain and left leg pain. She had not recovered from the aforementioned events. The case was upgrade in the incident category. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("pain: abdominal pain"), drug dependence ("psychological or psychiatric problems :addicted to vicodin to alleviate the pain") and rectal haemorrhage ("rectal bleeding") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included trochanteric bursitis. Previously administered products included for birth control: depo provera and microgestin; for depression: fluoxetine. Concurrent conditions included piriformis syndrome, endometriosis, dysfunctional uterine bleeding, adenomyosis, hypothyroidism, discomfort, pain in hip, vomiting, dysfunctional uterine bleeding, ovulation pain, weight loss and retroverted uterus. Concomitant products included vicodin for pain as well as celecoxib (celebrex), hydrocodone, pyridoxine hydrochloride (vitamin b6) and ranitidine hydrochloride (zantac). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pain in extremity ("pain: left leg pain"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), drug dependence (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("spotting, no real periods/abnormal bleeding (vaginal)"), abdominal distension ("abdominal bloating"), menorrhagia ("abnormal bleeding (menorrhagia)"), back pain ("low back pain"), constipation ("gastrointestinal or gigestive system condition: constipation") and hypoaesthesia ("leg has been numb since placement of essure coil"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown, the abdominal pain, abdominal distension, pain in extremity, back pain and hypoaesthesia had resolved and the drug dependence, rectal haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and constipation had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, constipation, drug dependence, dysmenorrhoea, dyspareunia, fatigue, hypoaesthesia, menorrhagia, pain in extremity, pelvic pain, rectal haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: after essure removal, she had not recovered from the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion low back pain and abdominal pain/bloating: pain intensity: 7/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: pfs received. Concomitant medication added .following event : pain, numbing pain/ numbness in leg since essure placement added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain: abdominal pain"), drug dependence ("addicted to vicodin to alleviate the pain") and rectal haemorrhage ("rectal bleeding") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included trochanteric bursitis. Previously administered products included for birth control: depo provera and microgestin; for depression: fluoxetine. Concurrent conditions included piriformis syndrome, endometriosis, dysfunctional uterine bleeding, adenomyosis, hypothyroidism, discomfort, pain in hip, vomiting, dysfunctional uterine bleeding, ovulation pain, weight loss and retroverted uterus. Concomitant products included vicodin for pain as well as hydrocodone. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pain in extremity ("pain: left leg pain") and back pain ("low back pain"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), drug dependence (seriousness criterion medically significant), abdominal distension ("abdominal bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation") and rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("spotting, no real periods/abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the abdominal pain, abdominal distension, pain in extremity and back pain had resolved and the drug dependence, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, constipation and rectal haemorrhage had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, constipation, drug dependence, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pain in extremity, rectal haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: after essure removal, she had not recovered from the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion low back pain and abdominal pain/bloating: pain intensity: 7/10. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "low back pain, pain: left leg pain, pain: abdominal pain, abdominal bloating" outcome updated to "recovered/resolved", concomitant condition added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain: abdominal pain"), drug dependence ("addicted to vicodin to alleviate the pain") and rectal haemorrhage ("rectal bleeding") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included trochanteric bursitis. Previously administered products included for birth control: depo provera and microgestin; for depression: fluoxetine. Concurrent conditions included piriformis syndrome, endometriosis, dysfunctional uterine bleeding, adenomyosis, hypothyroidism, discomfort, pain in hip, vomiting, dysfunctional uterine bleeding, ovulation pain, weight loss and retroverted uterus. Concomitant products included vicodin for pain as well as hydrocodone. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pain in extremity ("pain: left leg pain") and back pain ("low back pain"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), drug dependence (seriousness criterion medically significant), abdominal distension ("abdominal bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation") and rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("spotting, no real periods/abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, abdominal distension, pain in extremity and back pain had resolved and the drug dependence, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, constipation and rectal haemorrhage had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, constipation, drug dependence, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pain in extremity, rectal haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: after essure removal, she had not recovered from the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion . Low back pain and abdominal pain/bloating: pain intensity: 7/10. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.